Manufacturer narrative:
(B)(4). Eval results: the pump passed all non-destructive testing in the analysis lab. The device functioned normally. The catheter also had acceptable testing. No anomaly was found.

Event description:
The pump was replaced due to routine replacement due to normal battery depletion. The original catheter tip was no longer high enough due to pt growth. It was replaced with the new catheter positioned to the original implant location. The hcp reported that the catheter dislodged. No rotor study or dye study was performed. The pt was hospitalized associated with the event. There was no pt injury. The pump was used to deliver lioresal.